Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion containing a less than 45 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation, residual stenosis was 25%. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment, however, during insertion the stent strut was lifted. The procedure was completed with a different device. There were no patient injuries reported.